Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h13a24011 and h13a28038. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 3 of 3. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was constipation. On an unknown date, the patient was hospitalized for peritonitis. Treatment was not reported. The patient was discharged from the hospital. The patient was recovering from this peritonitis event.